Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with blurred vision and imbalance in the right eye, several months postoperatively. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).